Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons are getting harder to press. The customer¿s blood glucose level was 243 mg/dl. The troubleshooting was performed for the button error. The customer stated that the insulin pump gives the no delivery alarm. The device will be returned for the analysis.